Event description:
In 2009, the pt stated that today she felt her infusion tubing hanging by her knee and it was disconnected from the infusion device. Her blood glucose was elevated to 318 mg/dl prior to the report. Her normal blood glucose range is 100-140 md/gl. Symptoms of elevated blood glucose are feeling sick to her stomach and tired. After she reconnected the infusion tubing she noted a large air bubble and blood in the tubing. She injected 5 units of insulin via syringe to lower her blood glucose. One hour prior to finding the disconnected infusion tubing her blood glucose measured 100 mg/dl and she ate a sandwich, potato chips, and cookies and she bolused. She believes she did not received the meal bolus. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.